Event description:
Patient developed pain and swelling approximately four weeks post rotator cuff tear repair with an orthadapt bioimplant. The physician suspected an infection and the patient was put on antibiotics. When symptoms persisted, a drain and irrigation was performed; the bioimplant was subsequently explanted.

Manufacturer narrative:
The reported case was a repair of a rotator cuff tear using orthadapt to bridge a gap. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. During the explant, the physician noted the bioimplant was attached to the humeral head, however, sutures had pulled out of both the implant and the rotator cuff. The physician indicated that he believes this was due to infection that weakened the native tissue. Based on the provided information, a discernible cause could not be assigned to the event; however, the off label use of the orthadapt and infection cannot be ruled out as likely contributors to the event. The manufacturer of the device at the time was pegasus biologics, inc.